Manufacturer narrative:
(B)(4). Information was not provided by the contact. (B)(4). The analysis results showed that cartridge ecr60b, m53p36 was received fully fired and with the cartridge pan dislodged. No conclusion could be reached on what may have caused the cartridge pans to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The reported event could not be confirmed as no device was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, after the second firing on the stomach, the cartridge was removed and the gun was swished. The scrub tech could not load the third cartridge and realized the pan of the second cartridge was still in the gun. The scrub tech was able to remove the pan and load the third cartridge, which fired fine. This occurred again when the fourth blue cartridge was removed. There were no problems stapling or cutting. The surgeon was not using buttressing. There were no adverse consequences for the patient. Two cartridges will be returned.